Manufacturer narrative:
No complaint was received with return of the device; failure event observed during analysis. Final analysis found burn marks on the circuit board/printed circuit board (pcb) and ac power adapter which resulted in power up anomaly.

Event description:
This report is to advise of an event observed during analysis.